Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received a questionable crplx c-reactive protein (latex) result for one patient sample. The initial result was 0.000 mg/dl with a data flag. This result was reported outside the laboratory and questioned by the doctor. The repeat result was 33.419 mg/dl with a data flag. The reported result was corrected and the patient was not adversely affected. The reagent lot number was 194002 with an expiration date of 07/31/2018. The field service representative found the probe was misadjusted. A specific root cause could not be determined. Most likely the event was due to a blocked sample probe caused by inappropriate handling of primary gel tubes. Review of the provided calibration data found no issues. The qc data showed high variation which may have also been caused by the probe issue.